Manufacturer narrative:
Literature attachment: long-term assessment of survival after transcatheter aortic valve implantation summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, chronic kidney disease, atrial fibrillation, peripheral artery disease, prior pacemaker implant, prior myocardial infarction, prior coronary artery bypass graft, prior percutaneous coronary intervention, prior stroke, bicuspid aortic valve, and complete left/right bundle branch block.. Some of the complications reported were bleeding, red blood cell transfusion (unexpected medical intervention), stroke, transient ischemic attack, acute kidney injury (renal failure), pacemaker implant (surgical intervention), paravalvular leak. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on available information, causes for the reported incidents could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na

Event description:
The article, "long-term assessment of survival after transcatheter aortic valve implantation", was reviewed. The article presented a retrospective, multicenter study to assess long-term survival and its trends in relation to chronological age, surgical risk, and treatment period after transcatheter aortic valve implantation (tavi) for severe aortic stenosis (as). Devices included corevalve, evolut r, evolut pro/pro+, acurate neo/neo2, allegra, portico, sapien, sapien xt, sapien 3, sapien 3 ultra, and lotus/lotus edge. The article concluded that in a real-world registry, survival was substantial following tavi, especially in younger and lower surgical-risk patients, with improving outcomes over time. This should be considered in heart team discussions of life-long management for as patients after tavi. [The primary and corresponding author was noriaki moriyama, md, department of cardiology and catheterization laboratories, shonan kamakura general hospital, 1370-1 okamoto, kamakura 247-8533, japan, with corresponding email: e2718 nm@gmail.com] the time frame of the study was from december 2008 to december 2021. A total of 2414 patients were included in this study, of which it could not be confirmed how many received an abbott device. It was reported 39.2% of patients received a self-expanding valve which included corevalve, evolut r, evolut pro/pro+, acurate neo/neo2, allegra, and portico. The average age was 81.0 years and the average gender was female. Comorbidities included hypertension, diabetes mellitus, chronic kidney disease, atrial fibrillation, peripheral artery disease, prior pacemaker implant, prior myocardial infarction, prior coronary artery bypass graft, prior percutaneous coronary intervention, prior stroke, bicuspid aortic valve, and complete left/right bundle branch block.